Event description:
Patient reported the surgery in 2003 in which the mesh was implanted. The patient reported that the mesh had been removed due to complications such as bowel perforations.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Initial reporter did not provide any contact information, therefore there is no means for us to follow-up for add'l information. We therefore, consider this report complete to the best of our current knowledge.